Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
After iabp for five days, the iab leaked. Blood was noted in the catheter. (Event complications: none from the event-reported 3/5/97) (pt's current status: unk-rpt'd 3/5/97.)